Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system detected high shock impedances within normal limits, during implant procedure. Additionally, it was noted that the impedance test setup took longer than intended likely due to telemetry challenges. Technical services (ts) discussed possible causes and troubleshooting options. No adverse patient effects were reported. This product was successfully implanted and remains in-service.